Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. The programmer also refected a communication error. The patient last felt stimulation 10 days prior. The patient failed to recharge the ipg as instructed and the ipg was inoperable. In turn, the patient underwent surgical intervention at which the ipg was explanted and replaced with a different model.